Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have multiple indentations at the tip of the grip tips for grip tip axis 6 & grip tip axis 7. The grips were not found to be bent, and additional damage wasn't found at the distal end. Components adjacent to the indented grip tips do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing the metal inside jaws chipped regarding the prograsp forceps instrument. There was no report of patient involvement on 8/9/2024, isi followed up with the initial reporter and obtained the following information: the issue was identified after procedure in spd. There was no patient injury. The issue was not noted in case - no injuries/issues reported during procedures.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.